Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with syncope. The patient was noted to be somewhat pacemaker dependent. Interrogation of the device with a programmer noted no stored episodes that correlated with the syncope. The root cause of syncope was not determined. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.